Event description:
The user facility has been requested to return the lma to the MFR for evaluation.

Manufacturer narrative:
This report is submitted on behalf of the device manufacturer, the laryngeal mask company ltd. The manufacturer respectfully requests that in accordance with 21 cfr 803.9, FDA delete any information that constitutes trade secret or confidential commercial or financial information under 21 cfr 20.61 from this report before its release. This file will be considered closed unless additional information is received. The user facility returned the lma in question to the manufacturer for evaluation. Overall, the lma appeared well used, with a dark yellow airway tube and a marked connector. The connector was lightly crazed, and the left aperture bar was broken. When bent through less than 180 degrees, the remains of the airway tube kinked. The airway tube was broken on a diagonal, between 23 and 38 mm from the backplate. The failure surface was smooth, with one small secondary tear. The larger section of the airway tube appeared to have normal elasticity, although the surface had less friction than a new tube. There were a number of scratches on the outer surface of the tube, particularly along the black line. The scratches on the tube indicated that the tube may have been bitten during previous procedure(s).